Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that shaft kink occurred. The target lesion was located in the severely tortuous and moderately calcified proximal right coronary artery. A 15mm x 3.00mm nc quantum apex¿ balloon catheter was advanced to the lesion for predilation. When advancing the device distal to the lesion to perform second inflation, it was noted that the shaft of the device was kinked. The procedure was completed with a different device. No patient complications were reported and the patient's status was good. However, returned device analysis revealed hypotube break.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an nc quantum apex balloon catheter. There was contrast in the inflation lumen. The balloon was tightly folded. The hypotube shaft was completely separated 97cm from the hub. The fracture faces were oval as if kinked prior to separation. There were numerous kinks throughout the hypotube. There was no visible damage or irregularities on the outer and inner shaft. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).